Event description:
This is filed to report the endocarditis. It was reported the mitraclip procedure was performed on (B)(6) 20222 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted during the procedure. The patient was admitted to a hospital on (B)(6) 2022 with symptoms relating to the pneumonia. Following admission, the patient was diagnosed with endocarditis. Vegetation was noted on the transthoracic echocardiogram, requiring intravenous antibiotics. Per the physician, it is hard to say if the mitraclip device and or procedure caused or contributed to the endocarditis. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported endocarditis could not be determined. The reported patient effect of endocarditis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.